Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The x-ray tube was cleaned. The system operates as intended.

Event description:
The customer reported that the 8800 system shut down while attempting to print images. No pt injury was reported.